Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforations') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. Concurrent conditions included chest pain, costochondritis, back pain, gallstones, cholecystectomy, vomiting, general body pain, hyperemesis, dehydration, nausea, abdominal pain, pelvic discomfort, abdominal cramps, painful urination and postpartum depression. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the perforation and pregnancy with contraceptive device outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was performed, however, the result was not provided. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event pelvic pain outcome updated to not recovered/not resolved. Essure insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforations") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.